Event description:
It was reported that the previous sensor session was continuing. The sensor was inserted into the abdomen on (B)(6) 2023. Product was provided for evaluation but was unable to be investigated due to compromised components of returned product. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the previous sensor session was continuing. The sensor was inserted into the abdomen on (B)(6) 2023. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No injury or medical intervention was reported.